Event description:
It was reported "gamma nail implanted in 2005. Patient contacted surgeon in 1/2006, where x-rays showed broken gamma nail at lag screw junction. Surgeon stated that he felt the fracture was either delayed union or non-union".